Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations "the pusher was introduced over a .018 wire (boston scientific nova gold) to push a stent. As they were pulling the pusher out it, was coiling on the wire. It was not coming out smoothly and the material was bunching up. They were able to eventually get the pusher pulled out along with the wire".

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations "the pusher was introduced over a .018 wire (boston scientific nova gold) to push a stent. As they were pulling the pusher out it, was coiling on the wire. It was not coming out smoothly and the material was bunching up. They were able to eventually get the pusher pulled out along with the wire."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Device evaluation: 1 x pc-3 of lot # c1302069 was returned to cirl for evaluation in its original package opened. Lab evaluation: the device involved in the complaint was returned and evaluated in the laboratory on 03 dec 2018. On evaluation of the device it was found that the device was crumpled on several locations along first 80cm of one tube. Image review: n/a documentation and IFU review: a review of the manufacturing records for the device of lot # c1302069 did not reveal any discrepancy that would have contributed to the complaint issue, there is no evidence to suggest that this issue effects the entire lot # c1302069 ; upon review of complaints this failure mode has not occurred previously with this lot # c1302069. Prior to distribution pc-3 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It may be noted that the IFU is n/a for pushing catheter devices root cause: a definitive root cause could not be determined as the clinical conditions of use cannot be replicated in the laboratory. A possible root cause may be attributed to resistance encountered during placement of the stent, while it was reported that no resistance was encountered by the reporter, as per cirl engineering feedback under normal use conditions it may be difficult for the user to determine if resistance is being felt when using a pc-3 as the catheter is so small in diameter that it can compress more easily than the bigger pushing catheters at forces where the larger catheters would be unaffected. Summary: complaint is confirmed as the failure was identified and verified in the laboratory. As per provided info there was no harm caused to the patient complaints of this nature will continue to be monitored for emerging trends.

Event description:
As reported to customer relations "the pusher was introduced over a .018 wire (boston scientific nova gold) to push a stent. As they were pulling the pusher out it, was coiling on the wire. It was not coming out smoothly and the material was bunching up. They were able to eventually get the pusher pulled out along with the wire."

Event description:
As reported to customer relations "the pusher was introduced over a .018 wire (boston scientific (B)(4)) to push a stent. As they were pulling the pusher out it, was coiling on the wire. It was not coming out smoothly and the material was bunching up. They were able to eventually get the pusher pulled out along with the wire."

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Information pertaining to manufacturer as follows: importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations "the pusher was introduced over a .018 wire (boston scientific nova gold) to push a stent. As they were pulling the pusher out it, was coiling on the wire. It was not coming out smoothly and the material was bunching up. They were able to eventually get the pusher pulled out along with the wire."

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.